Event description:
The customer reported that the device did not deliver a synchronized shock as expected. There was no report of negative pt impact.

Manufacturer narrative:
The factory has not yet rec'd the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.